Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that there was an intermittent communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. The could result in additional unnecessary delay and/or anesthesia. There is no report of pt injury or death.